Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a nc quantum apex product pouch and shelf box that matched the information on the device. There was a stopcock attached to the inflation port. Magnified inspection revealed a partial circumferential tear in the balloon wall 4mm from the proximal end of the distal markerband. There was a balloon pinhole connected to the end of the tear. A second pinhole was 1mm distal from the first pinhole. The balloon presented scratches in the balloon material, which may be related to the reported ¿severe calcification¿ in the target lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used for predilatation. Upon first inflation at 10 atmospheres, the balloon ruptured. The physician thought that the balloon came into contact with the sharp area of calcification. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used for predilatation. Upon first inflation at 10 atmospheres, the balloon ruptured. The physician thought that the balloon came into contact with the sharp area of calcification. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.